Event description:
The reporter stated the surgeon inserted a 3.0 diopter aq5010v silicone three piece lens, but the injector plunger overrode and tore off the trailing haptic. The incision was enlarged to remove the lens and an acrylic single piece lens was implanted. The pt's current condition is good.